Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, air leaked. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.